Event description:
The manufacturer received information alleging an everflo oxygen concentrator had thermal damage to the power cord. There was no report of patient harm or injury. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be submitted when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported an everflo oxygen concentrator allegedly had thermal damage to the power cord. There was no report of patient harm or injury. Despite of three attempts (B)(6) 2022 the device has not yet returned to the manufacturer for evaluation. There was no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.